Event description:
It was reported that the patient experienced a shocking or jolting sensation when in the shower. The patient stated that the "stimulation had positional intermittency" and that the implant was "stick out and hanging" after the patient lost 30 pounds. The patient further stated that her spine was "turning to the right". No fall or trauma was reported by the patient. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).